Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, there was a leak on the outlet of the reservoir. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device and visual inspection noted a deformation on the outlet of the reservoir. Review of the damage type is consistent with excessive force applied to outside packing during shipping and handling. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).